Event description:
After nearly 9 years of successful cochlear implant use. This pt began to experience poor sound quality, facial nerve stimulation, and pain. The pt also reports hearing cracked and popping. Reporgramming and equipment exchanges have failed to alleviate the issues. Although diagnostic testing to date is normal, the implant center has concerns that this device has malfunctioned. Explantation/reimplantable surgery has not been decided upon at this time.